Event description:
It was reported that the insertion site was the femoral artery. As the clinician was advancing the spring wire guide (swg) through the needle, the part of the swg in the clinician's hand kinked. There were no reported patient complications.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: received one 0.021" x 45cm spring wire guide (swg). The returned swg was unraveled near the proximal end and sharply kinked approximately 14cm from the distal j-end. The swg was examined microscopically. The core wire was separated approximately 3cm from the proximal weld and appeared broken. The 3cm piece of core wire remained attached to the proximal weld and coil wire. The distal weld was intact without separation. No pieces appeared to be missing. Instructions for use ((B) (4)) describe suggested techniques to minimized the likelihood of swg damage during use. The device history record for the swg was reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of swg unravelling was confirmed through visual inspection of the returned sample. The potential cause could not be determined based upon the samples and information provided. A CAPA has been initiated to address this issue.